Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the initial approach, diagnosis and indication for the initial surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications what were mesh exposure symptoms? Onset date? Please describe medical/surgical intervention for exposure including dates and surgical findings. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced mesh exposure. The patient underwent surgical correction of mesh exposure. Additional information has been requested.